Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown and it was unknown if an autopsy was performed. It was unknown if the patient was hospitalized prior to death. It was reported that peritoneal dialysis therapy was ongoing prior to death. The patient was not connected to the machine or performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, use related events or increased intraperitoneal volume (iipv) events that would indicate and/or contribute to the reported issue. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. External and internal visual inspections were performed. The device failed the homechoice rite functional test; however, it was determined the failure was not related to the reported issue. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.